Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient stated that the needle button released after only being inserted for 45 seconds. The patient stated that she did not press or rub against the needle release button by accident.